Event description:
Material#: unknown. Batch number#: unknown. It was reported by customer that having an issue with the bd max zero claves. Even though they are supposed to be a ¿closed circuit¿ there is a lot of blood/tpn/intralipid that gets caught in the crevices and then in turn there is problem with drawing labs. This issue is particularly pervasive in the fresh lines where typically shouldn¿t see a problem. There is also a lot of air that is being drawn back into the syringe. On a recent line placement, the clave had to be removed entirely, and the syringe attached directly to the catheter (which is the antithesis of our clabsi prevention). Verbatim#: I just want to let you know that we continue to have an issue with the bd max zero claves. Even though they are supposed to be a ¿closed circuit¿ there is a lot of blood/tpn/intralipid that gets caught in the crevices and then in turn there is problem with drawing labs. This issue is particularly pervasive in the fresh lines where we typically shouldn¿t see a problem. There is also a lot of air that is being drawn back into the syringe. On a recent line placement, the clave had to be removed entirely, and the syringe attached directly to the catheter (which is the antithesis of our clabsi prevention).

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of air bubbles / air in line could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
Material#: unknown batch number#: unknown. It was reported by customer that having an issue with the bd max zero claves. Even though they are supposed to be a ¿closed circuit¿ there is a lot of blood/tpn/intralipid that gets caught in the crevices and then in turn there is problem with drawing labs. This issue is particularly pervasive in the fresh lines where typically shouldn't see a problem. There is also a lot of air that is being drawn back into the syringe. On a recent line placement, the clave had to be removed entirely, and the syringe attached directly to the catheter (which is the antithesis of our clabsi prevention).

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.